Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders and the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were microscopically inspected and leak tested. The first cylinder had a hole and leak at corner of a fold in the distal end of the cylinder; also had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had wear at fold in the proximal end and distal end of the cylinder. Under microscope observation, contamination (bodily fluid) was found within the pump. The pump kink resistant tubing (krt) were worn to the filament. The krt had a leak from fatigue. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss from the connection between the cylinder and the tubing. Cylinders, pump and reservoir were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss from the connection between the cylinder and the tubing. Cylinders, pump and reservoir were removed and replaced. No patient complications were reported.